Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a procedure to treat a heavily calcified left circumflex. A hi-torque bmw guidewire was inserted to the target lesion without issues. However, once at the target lesion, it was noticed that the guidewire had uncoiled. The guide wire was attempted to be removed, but resistance was felt. Additional force was applied and the guide wire able to be removed. However, it was noticed that roughly 1-2cm of the guide wire remained in the anatomy. The patient was transferred to open heart surgery and the remaining portion of the guidewire was successfully removed. After surgery, the patient was noted to be in stable condition. No additional information was provided.

Manufacturer narrative:
Device code 2017 clarifier: failure to follow steps / instructions. The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the lot history record and similar incident query for this product was not performed since the lot number was not reported and the product was not returned for analysis. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulty to remove, stretched coils and tip separation appear to be related to operational circumstances of the procedure. Based on the reported information, it is likely that during advancement through the lesion, the guide wire tip became damaged against the anatomy causing the coils to stretch and the difficulty to remove. Manipulation and force during retraction against resistance resulted in the tip separation. Additionally, the reported treatments appear to be related to the operational context of the procedure as the patient was transferred to open heart surgery and the remaining portion of the guidewire was successfully removed. It should be noted that the instructions for use states: carefully observe the instructions under ¿do not¿ and ¿do¿ below. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Do not push, auger, withdraw or torque a guide wire that meets resistance. Although it was noted the physician used force in the attempts to remove guide wire, the force used during removal seemed to be a reasonable clinical response as it is likely that the was trapped or caught in the anatomy. Additionally, the force used did not cause or contribute to the initial difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.